Event description:
The pt underwent a surgical procedure on (B)(6) 2013. When the medical engineer performed a pacemaker check after the surgery, an episode was recorded, where the egm line appeared flat, whereas ventricular pacing was delivered. Electrocautery was reportedly used during the surgery; however, it was not used around the episode recording time. An analysis is requested.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The programmer files were reviewed. Conclusion: the reported behavior (flat egm in the v burst episode recorded on (B)(4) 2013 at 12:55) was most probably related to strong external electromagnetic interferences (emi). Because the pt underwent a surgical procedure on (B)(6) 2013, it is highly suspected that these interferences originated from the operating room environment and/or surgical tools (such as electrocautery devices). Such source of noise should be, as far as possible, avoided in the future. Note that the programming the polarity settings as follows can make the pacemaker less prone to oversensing: sensing polarity set to bipolar and pacing polarity set to unipolar. Further recommendations concerning electrocautery devices are provided to mitigate risks of sensing interferences. Finally, device proper operation should be verified after any medical intervention.